Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "was not infusing properly" was not confirmed. A flow rate accuracy test was performed with passing results. A review of the event history log revealed a system error 21515 (uso sensor failure low) which is a non halting alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition of ¿failure to infuse¿ was not verified; however, the undetermined system error was determined to be a system error 21515. System error 21515 occurs when the sensing system is impaired and the error is designed to give the user a warning that the pump might not be able to detect an upstream occlusion. This is a non-halting error and will not stop an infusion. The occurrence of this system error does not mean that an undetected occlusion is present at the time of the alarm. When this alarm condition occurs, the nurse may decide to stop an infusion and obtain a new pump. This is unlikely to result in a death or serious injury per the hsha-pit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing properly and displayed an undetermined system error. This issue occurred during patient infusion of nicardipine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.